Event description:
Medtronic received information that this bioprosthetic mitral heart valve was explanted approximately 46 months after implant after the patient had exhibited heart murmur and shortness of breath, and an echocardiogram had revealed severe central regurgitation and one non-functioning leaflet. Calcification was also noted. The valve was explanted and successfully replaced with another medtronic bioprosthetic valve. Upon explant, it was noted that one leaflet was fused to the valve stent. No other adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, green and white multifilament sutures remain attached to the sewing ring. Host tissue was observed on the valve. The left and right cusps were in the closed position. The non-coronary cusp was partially open. The left and right cusps were slightly stiff but flexible except where host tissue extended on the outflow. The non-coronary cusp was stiff due to host tissue overgrowth on the inflow and outflow resulting in the non-coronary cusp being folded back and adhered to the host tissue, creating a gap between the other two leaflets. Punctures observed through the tunica of both the left and right cusps adjacent to the inflow margin of attachment appeared to be associated with a sharp object, such as forceps. The left right commissure appeared intact. Host tissue overgrowth made it difficult to determine the condition of the right non-coronary and non-coronary left commissures. Remnants of pannus remained attached along the sewing ring on the inflow, with a large piece adjacent to the non-coronary cusp extending over the tissue and base stitching, onto the inflow margin of attachment, covering one to five mm of the non-coronary cusp, showing a reduced inflow orifice area. Pannus on the outflow lined the sewing ring adjacent to all cusps, extending over all outflow rails to the outflow margin of attachments and slightly onto the all cusps on the outflow. Pannus along the outflow margin of attachment of all cusps extended to all commissural attachments, encapsulating the non-coronary left commissure, slightly covering the top of the left right commissure, and partially onto the right non-coronary commissure resulting in restricted leaflet movement. Pannus along the outflow rail of the non-coronary cusp appeared to have adhered to the free margin, sealing the non-coronary cusp into a closed position, resulting in an immobility to open and close. A cut was noted through the pannus covering the non-coronary left commissure. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed trace mineralization in the host tissue along the sewing ring. Reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient-related condition: pannus overgrowth is associated with surgical valve replacement due to patient interaction and/or healing response with the surgical valve.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.